Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. The reported implant was returned for investigation. Visual/physical evaluation of the as returned product identified no signs of malfunction. Device was determined to be within specs. DHR review was completed for the subject lot number 1254957. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254957 for similar events and no other complaints were identified. Per the applicable IFU, improper technique can cause bone loss, patient injury, pain and implant failure. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment/surgical planning. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. E1: last/given name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented two (2) weeks after implant placement at tooth location #20 with complaints of recurring headaches. The general practitioner (gp) and surgeon recommended removal of the implant. Symptoms as a result of the event: pain.